Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that there was a small crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked along the side. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. The keypad cover was intact. Also unrelated to the complaint, investigation revealed that the up arrow keypad button was intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.